Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under all four electrodes. The skin was reported raw and peeling like a blister. Patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was recommended by a physician to remove the lifevest for a period of time to allow the skin to breathe. Follow up indicated that the skin irritation has healed.